Manufacturer narrative:
The event occurred in another country.

Event description:
Caller states the lancet protruded beyond the end cap of the multiclix device after firing. No accidental needlestick reported. No adverse event reported. Replacement device was sent to the customer.